Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the channel sensors would not display after opening the door. Service evaluation verified does not recognize an open door. The cause was identified to be a failed upper hook switch, .therefore the upper auxiliary will be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump the channel sensors would not display after opening the door. There was no patient involvement associated with this event. No additional information is available.